Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since complaint is not possible to confirm, DHR show no abnormalities or issues and no complaints from other customers, it was determine that no corrective actions are required at this time. Investigation conclusion: since bd was unable to duplicate or reproduce your indicated failure mode because no sample has been provided, and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. Root cause description: not possible to determine.

Event description:
It has been reported that the bd microlance¿ needle has been found with a loose needle during use. The following has been provided by the initial reporter: the needle loosens at the time of applying the drug in the penis. The device is not available.